Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2017, the patient developed clinical signs of hemolysis. The patient had elevated liver tests and an elevated lactate dehydrogenase (ldh) level. In addition, vad powers were high. The patient was admitted to the hospital and started on heparin. Even with the partial thromboplastin time (ptt) calculated in the therapeutic range, the patient had continued to experience hemolysis. On (B)(6) 2017, the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (driveline) severed approximately 7 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding the rotor¿s bearing ball and the inlet stator¿s bearing cup, which was pulled out of its bore upon disassembly. Its laminated structure and areas of denaturation indicate that this thrombus likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s clinical signs of hemolysis and the reported pump power changes. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.